Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy and the liberty cycler set and the patient¿s hospitalization for peritonitis and suspected hypokalemia. However, there is no objective evidence in the file that indicates a liberty cycler malfunction or product deficiency caused or contributed to this event. The reported cause of the patient¿s peritonitis was touch contamination. Touch contamination is a significant risk factor for peritonitis and is a common occurrence in pd patients. Additionally, the patient¿s suspected hypokalemia was not confirmed as hospital records are not available. The patient has a history of chronic hypokalemia and is prescribed potassium supplements. However, reportedly the patient is non-compliant with potassium replacement therapy which increases patient risk for hypokalemia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis and electrolyte imbalance. The peritoneal dialysis registered nurse (pdrn) reported that on an unknown date pd culture was obtained but the results were not available. The patient was treated with antibiotics; gentamycin 80 mg daily intra-peritoneal (ip) and a 10-day course of levaquin (unknown dose, route). Additionally, the nurse reported the patient is suspected to have had concomitant hypokalemia. Reportedly the patient had a past medical history of hypokalemia and the patient is non-compliant with potassium supplements as prescribed. No further information about the patient¿s hospitalization is known as the hospital discharge summary is not available. The nurse indicted the patient was discharged has since completed antibiotic therapy. The patient has recovered from the event and continues pd therapy without further reported issue. The pdrn stated that the patient reported they may have touched the end of the liberty cycler set and pd catheter (not a fresenius product) during the pd treatment and therefore, touch contamination was the suspected source for the peritonitis event. It was reported the patient was re-educated on proper technique. The nurse confirmed there were no known fresenius product issues/malfunction or fluid leak associated with this event.

Manufacturer narrative:
Correction: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.